Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: lab manager/tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: following a left heart cath via 6 french glidesheath slender, the tr band was applied, and the balloons were inflated by the hcp. The band began to lose air immediately after inflation from the large balloon. The band deflated and bleeding was observed resulting in a new band being placed. The device was not manipulated before use in any way - pre-use or during storage. The product was stored prior to use inside of a cabinet in the procedure room. The patient was stable.